Manufacturer narrative:
Further information was requested but not received. The investigation results will be provided in the final report.

Event description:
It was reported that the system was explanted due to infection. There is no known allegation from a health professional that suggests the infection was related to the device. The patient was recovering post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies found.